Event description:
Reporting status: malfunction. Reporting rationale: product recall. Device issue: mislabeled. It was reported that when the viking alr 1.2 package was opened, it appeared that a multipurpose guiding catheter was inside. It was later stated that it appeared to be a hockeystick. There was no patient involvement. The device was discarded. No additional event or patient information is available. This is being reported based on a product malfunction; mislabeled packaging that lead the company to initiate a correction and removal activity in 2008.

Manufacturer narrative:
Results and conclusions summation: although no product was returned, the root cause was determined as follows: manufacturing records (dmr/lhr system) for 2008, showed one lot of each (6f viking bp-l) and (6f viking alr1.2) with the same lot number were manufactured that day. Complaint information indicates the following incidents involving a total of 11 guiding catheters for (6f viking alr 1.2), or (6f viking bp-l), (except this incident with ln unknown) reporting the wrong catheter was included in the packaging. Since an issue has been reported with both lots, and some devices were received sealed for analysis and confirmed as a wrong shape, this does not appear to be a mix up at the account, but at the manufacturing line. The business unit will be notified of the occurrences. Since this incident could not be confirmed, and it appears to be a duplicate, it will not be specifically included in the rfc. However, a corrective action for device mix up will prevent future occurence like this one.